Manufacturer narrative:
Product analysis: analysis determined that the printed circuit board (pcb) and encoder of the epg were damaged. It was further noted that the epg failed testing for output dial, calibration and active current. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis update: further analysis of the main printed circuit board (pcb) was performed. There were no anomalies on visual inspection. The main pcb was assembled into a golden unit and testing was performed. No defect was found. Correction: eval code result (c02) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.